Event description:
The pt was revised because of osteolysis with poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the root cause , it would not be unreasonable to expect some wear after 13 years of implantation. The need for corrective action is not indicated.